Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the plunger was not pulled back to meet tension; therefore, leaving suture slack in the tissue track. When the footplate was retracted, it lassoed around the footplate, causing the device to become stuck in the artery. It should be noted that the perclose prostyle instructions for use (IFU) states: ¿using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body in the arrow direction marked 3 and completely remove the plunger and needles from the body. Continue to pull back on the plunger until the suture it taut, which confirms that the suture has been fully retracted from the body of the device.¿ based on the information provided, the reported device entrapment appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. One prostyle was successfully pre-placed. A second prostyle was inserted, but during deployment, the plunger was not pulled back to meet tension; therefore, leaving suture slack in the tissue track. When the footplate was retracted, it lassoed around the footplate, causing the device to become stuck in the artery. Multiple attempts were made to remove the device but were ultimately unsuccessful. To remove the device, a vascular surgeon was called and a mini cut down was performed to release the footplate. A 16f was then inserted and the procedure was completed. An additional prostyle was then placed post procedure, successfully achieving hemostasis. No additional information provided.